Event description:
The ge oec 9800 fluoroscopy system was reported to have a loss of the left (live) monitor. It was stated that "during fluoro there is no image. There is a gray, looking image". Possible split screen.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. Description of issue by customer is vague with a single reported instance. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.